Event description:
A customer representative was observing a procedure in (B)(6). The items in question are a screw inserted into an inner pouch and separate washer inserted into an inner pouch. Both the washer and screw inner pouches are then placed into an outer pouch which is also sealed. The outer pouch was found to be open when being presented during a procedure. The problem was noted prior use.

Manufacturer narrative:
Initial corrective action: all stock at lockdown was immediately quarantined and inspected. The inspection revealed that (B)(4) device had suspected seals. A meeting was scheduled with the supplier to discuss the complaint and findings from the inspection of the quarantined stock. The supplier bought along records relating to the batches affected by the suspect seals. A review of the device history records showed that during the planned inspection of these batches (which included visual, manual peel and burst test) all inspections were passed. Validation parameters had been adhered to the maintenance of the equipment had been conducted to plan. Device analysis review: the sample was rec'd from the agent and it has confirmed that the seal was open. The complaint decision tree was completed as part of the qms requirements and a CAPA was raised. The incident reporting procedure was reviewed and the incident reporting procedure was reviewed and the incident eval process determined that this should be reportable within 30 days. Inner pouch samples of the suspect stock were evaluated for seal integrity of the inner pouches (the screw and washer are individually pouched and placed into an outer pouch to retain the screw and washer as a pair. (B)(4) inner pouch samples were checked visually and all passed. (B)(4) samples were inspected for peel visually and all passed. Samples of the inner pouch were burst test against a minimum specification of 32mbar. All samples passed and a statistical eval determined that the inner pouch seal integrity achieved a 6 sigma value. It was determined from the study that the inner pouches for both the screw and washer met the requirements of a statistically safe seal for a sterile barrier.